Event description:
Proactif (B)(4). It was reported that the patient was hospitalized as a result of intense fatigue. Standard, single compartment dosimetry was performed to assess treatment dose. Pre-treatment maa dosimetry documented, dose to total perfused liver was 119.8 gy and dose to total perfused tumor was 409.8 gy. On (B)(6) 2020, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. Type of therasphere infusion for vial 1 was right liver. The catheter was positioned in the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii): 2.677 gbq of therasphere was administered to the right liver through vial 1. Post treatment dosimetry results were not determined. On (B)(6)2020, 13 days post index procedure the subject experienced intense fatigue. On the same day, the subject was admitted in the hospital for the further treatment and evaluation. On (B)(6)2020, during hospitalization, ecog score was assessed as 1. Encephalopathy and ascites score were assessed as 0. Concomitant medication was administrated to treat the event. On (B)(6)2020, the event was considered resolved and on the same day subject was discharged from the hospital. It was further reported that the event of asthenia was caused as a secondary event of radioembolization and there was no other cause for the event.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 79 years old at the time of study enrollment. D3 & g1 - manufacturer address 1: (B)(6). D3 & g1 - manufacturer zip/postal code: (B)(6).

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 79 years old at the time of study enrollment. D3 & g1: manufacturer address 1: (B)(4). D3 & g1: manufacturer zip/postal code: (B)(4).

Event description:
Proactif (B)(4). It was reported that the patient was hospitalized as a result of intense fatigue. Standard, single compartment dosimetry was performed to assess treatment dose. Pre-treatment maa dosimetry documented, dose to total perfused liver was 119.8 gy and dose to total perfused tumor was 409.8 gy. On (B)(6) 2020, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. Type of therasphere infusion for vial 1 was right liver. The catheter was positioned in the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii): 2.677 gbq of therasphere was administered to the right liver through vial 1. Post treatment dosimetry results were not determined. On (B)(6) 2020, 13 days post index procedure the subject experienced intense fatigue. On the same day, the subject was admitted in the hospital for the further treatment and evaluation. On (B)(6) 2020, during hospitalization, ecog score was assessed as 1. Encephalopathy and ascites score were assessed as 0. Concomitant medication was administrated to treat the event. On (B)(6) 2020, the event was considered resolved and on the same day subject was discharged from the hospital.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: the subject was 79 years old at the time of study enrollment. D3 & g1: manufacturer address 1: (B)(4). Updated fields: b5: describe event or problem. H6: patient codes.

Event description:
Proactif: (B)(4). It was reported that the patient was hospitalized as a result of intense fatigue. Standard, single compartment dosimetry was performed to assess treatment dose. Pre-treatment maa dosimetry documented, dose to total perfused liver was 119.8 gy and dose to total perfused tumor was 409.8 gy. On (B)(6) 2020, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. Type of therasphere infusion for vial 1 was right liver. The catheter was positioned in the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii): 2.677 gbq of therasphere was administered to the right liver through vial 1. Post treatment dosimetry results were not determined. On (B)(6) 2020, 13 days post index procedure the subject experienced intense fatigue. On the same day, the subject was admitted in the hospital for the further treatment and evaluation. On (B)(6) 2020, during hospitalization, ecog score was assessed as 1. Encephalopathy and ascites score were assessed as 0. Concomitant medication was administrated to treat the event. On 29-jun-2020, the event was considered resolved and on the same day subject was discharged from the hospital. It was further reported that the event of asthenia was caused as a secondary event of radioembolization and there was no other cause for the event.